Manufacturer narrative:
(B)(4). Evaluation of the device found the whole suture was returned undamaged and partially exposed, the suture knot was found unraveled. The plunger, link, needles, and cuffs were not returned, which limited the scope of this investigation. The returned suture indicated that its rail end was cut with the device cutter. During testing, proxy plunger insertion was successful; this suggests that needle deployment and suture retrieval were successful. The suture knot was found unraveled; this is consistent with pulling only the rail suture through the knot instead of removing both suture ends as instructed in the device instruction for use (IFU) under the device placement section. The probable root cause for the unraveled knot is incorrect technique. We were unable to confirm the reported experience of cuff miss due to the limited device components returned for analysis. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age at time of event: the facility reporter indicated the patient was approximately (B)(6) old. Weight: the facility reporter indicated the patients weight was approximately 190 lbs. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and another proglide was successfully used to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.